Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a lancing device issue with his onetouch mini lancing device. It was noted that his finger tips were starting to hurt due to the product. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 days ago prior to contacting lfs. As part of his diabetes regimen, the patient claimed he is on insulin (type/dose not specified). Due to the alleged issue, the patient claimed he skipped/stop his dose of insulin. It was noted that 2 days after the alleged issue began, the patient experienced symptoms of headaches, sweatiness, and increased urination. However, it is not known what kind of treatment, if any, the patient received as a result of his symptoms. At the time of troubleshooting, the cca noted there was no misused of the lancing device since the patient had been using the device for about a year. A replacement product was sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.